Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23504. It was reported after the patient underwent surgical intervention for an ipg replacement (reference MFR. Report#: 1627487-2014-20081), diagnostic testing revealed high impedance readings on all lead contacts. Multiple diagnostic testing was performed to no avail. Follow-up information revealed x-rays were taken and showed the patient's leads were fractured. Subsequently, the patient underwent surgical intervention, where the leads were removed and replaced with 2 new ones. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.